Event description:
It was further reported that at the time of the event, the patient was seen in the office with complaints of dyspnea on exertion of recent onset. An echocardiogram/muga revealed chronic moderate aortic valve stenosis. Multi-vessel bypass surgery and aortic valve replacement were recommended. The patient was subsequently shifted to a second hospital on for further management. Core lab notes 40.72% stenosis of study stent with "severe intimal hyperplasia within the study stent."

Event description:
(B)(6) clinical study. Same case as 2134265-2012-00833. It was reported that following a coronary artery stenting treatment procedure a the patient experienced restenosis and a myocardial infarction. The target lesion was located in the mid left anterior descending artery (lad) with 50% stenosis and was 14.0 mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 20mm study stent. Following placement of study stent, ivus revealed a proximal edge dissection with a "mobile flap of intima seen within the lumen". This was treated with placement of a second 3.00 x 12 mm study stent in an overlapping manner proximal to the first stent. Following post dilatation residual stenosis was 0%. A non-target lesion located in the 1st obtuse marginal with 80% stenosis was treated with balloon angioplasty and placement of a 2.5 x 8 mm taxus non-study stent. Following post-dilatation residual stenosis was 0%. In (B)(6) 2011, the patient experienced a myocardial infarction. In (B)(6) 2012, the patient presented with complaints of substernal, central, on/off chest pain and was admitted on the same day. Laboratory investigation results were within normal limits for cardiac markers. An EKG revealed possible old anterior infarction; st changes in lateral leads; abnormal changes due to possible myocardial ischemia. The patient was referred for cardiac catheterization. In (B)(6) 2012, the patient underwent coronary artery bypass grafting x2, with left internal mammary artery to mid-third of lad and saphenous vein graft to middle third obtuse marginal . The event was resolved without residual effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).